Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. The patient complained of shortness of breath while exercising over the last 8 months. Upon interrogation, the atrial and right ventricular lead exhibited capture anomaly. No noise or out of range impedance was noted on the leads. The right ventricular lead was reprogrammed to unipolar. Atrial lead replacement was discussed.

Event description:
New information states that the patient had fluoroscopy which confirmed the dislodgement of atrial lead. The right ventricular lead in bipolar setting exhibited loss of sensing, low impedance and high capture threshold. In unipolar setting all the parameters were noted to be within range. The device was programmed to vvir and left in unipolar pace. Replacement procedure was discussed. The patient has chronic obstructive pulmonary disease along with pacemaker syndrome. The patient stated that ¿he was having trouble keeping up with his trainer at exercise class. Gets winded easily.

Event description:
New information states that the patient presented in clinic. Upon interrogation the right ventricular lead exhibited low impedance and high threshold in unipolar configuration. It was noted to be normal in bipolar setting. The physician elected to explant the lead. Upon fluoroscopy the atrial lead was found to be dislodged. Loss of capture and loss of sensing was noted on the atrial lead. The ventricular lead exhibited insulation anomaly. The atrial lead was explanted and ventricular lead was capped on (B)(6) 2018. Both the leads were replaced on the same day. The patient was stable before, during and after the procedure.